Manufacturer narrative:
An attempt was made to reproduce the issue by generating reports within the carelink system using the provided username and observed that the issue was reproducible. Additionally, data retrieved from the carelink database was examined to determine if any time change events were recorded in the uploaded data.to assist with the resolution, we provided the helpline with the below feedback. We informed the helpline about the conflict data errors for the 26th february upload, possibly stemming from data mismatches in the uploads. We also mentioned that we'll have the development team review this ticket.we created an internal ticket with dev team to investigate further on this issue. Carelink dev team analyzed and observed that the uploaded data cannot be merged due to a data difference between the two uploaded data.the software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc"". (Most likely) root cause: the root cause of this issue is that there was different data in the uploads causing issue in merging the uploaded data for report generation. Analysis summary: we provided the feedback to helpline from carelink dev team and requested helpline to exclude the date for which the conflict occurred. We are proceeding to close this ticket as we have not received any response despite multiple requests. If the reported issue is still ongoing, we kindly request you to open a new svn and create a new jira ticket, providing the updated information as requested. Esf number: afc code: za14af no issue found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that was unable to download the reports as it appeared error. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. The customer continued the use of the application and it will not be returned for analysis.